Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range pacing impedance measurements. Additionally, atrial tachy response (atr) episodes were stored due to oversensing. A lead revision procedure was being considered. No adverse patient effects were reported.

Event description:
Additional information was received indicating an invasive procedure was performed. During procedure testing, noise and high out of range pacing impedance measurements were again observed and loss of capture was noted. The lead was successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
This lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.